Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing dizziness. Upon review, the ventricular lead exhibited poor sensing and capture thresholds. Lead dislodgement was suspected and confirmed with an x-ray. On (B)(6) 2018 a lead revision was attempted. During the revision, the patient¿s right atrial lead dislodged as well. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.